Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the popliteal artery with moderate calcification and moderate tortuosity. The 4x200mm armada 14 balloon dilatation catheter (bdc) was advanced on a command es guide wire and the balloon was inflated to nominal pressure; however, the balloon would only partially inflate. Therefore, the bdc was removed from the patient and when the bdc was examined a leak at the hub was noted. A 4x120mm armada balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and inflation issue were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. In this case, it may be possible that the sidearm and the inflation device did not form a secure connection or had a loose connection resulting in the reported leak and subsequently the inflation issue; however, a conclusive cause cannot be determined since the complaints could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.